Event description:
Information was received from a patient who was receiving fentanyl and clonidine via an implantable pump for unknown indications for use. It was reported that the patient had a three-day period where they had some relief during the bridge between medications, but the doctor has not been able to recreate that. The patient representative (rep) stated that the patient was suffering around the clock with debilitating chronic pain. The rep mentioned that the patient had the pump revision about a month ago in case there was a kink or something, but they did not see on the scan. The rep stated that the three days of relief was just before the revision surgery when they "upped" the clonidine. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a patient representative indicated that the patient had been working with the healthcare provider (hcp) for a couple of years to get the medication to give the patient some relief. Per the reporter, they were not being very successful other than when they had the drug changed out. The pump was refilled periodically and when it runs out of a drug, they put new medication in and typically tell the patient that they would experience a bridge bolus over the next 36 hours. Sometimes it had been 72 hours and they were not sure what the difference was. The patient had a reduction in pain during that bridge period that was unexplainable. The reporter clarified that every time there was a change in concentration or medication. The reporter wanted the patient to have the bridge bolus all of the time since this was when they see the patient get relief. Patient services explained that while the bridge bolus is running, the patient was still getting the same prescription and was in simple continuous mode. The reporter stated that after the bridge was programmed, the patient could stand up straight, walk without pain, function, and have a conversation. After the bridge bolus was done, the patient was "back in the dungeon again". This was the third time this had happened. Per the reporter, the patient was "crushed with pain" and the pain had gotten worse over time. The patient had been on fentanyl and, at the time of this report, was on sufentanil, which was ten times stronger than fentanyl. They were also on "a couple other drugs". The patient was scheduled for another dye study. Per the reporter, "a couple fills ago", the patient was doing a bolus every hour around the clock and was still suffering, so they went to no boluses with a steady rate across the day and that did not work. At the time of this report, the patient had boluses every four hours, but the pain was "crushing him" and they could not find any relief. The patient "cannot go anywhere, cannot do anything, cannot talk to anyone and is in so much pain all the time". The doctor said they would try to consult with some other doctors to see why this could be happening. The reporter wanted to know if there was a way to program the pump to run in bridge mode even though it was not truly doing a bridge bolus. Patient services recommended having the hcp call technical services for options on programming a bridge bolus when there was no change in flow rate. The issue was not resolved through troubleshooting. The patient called patient services on (B)(6) 2025 for further information on how bridge boluses work. The patient stated that the first time he had this happen was six months or more ago and then again three months later and two weeks ago. When the patient was in bridge bolus mode, his pain control was better and he could actually function much better. The patient did not understand why he would get relief shortly after the bridge boluses started and while the bridge bolus was running. Patient services explained that while the bridge bolus was running, the new rate and medication were not being delivered yet. Patient services reviewed technical information on using bridge bolus mode and the same information/explanation as the previous call to patient services. The indication for the use of the pump was back pain with leg pain and non-malignant pain. The pump was used to deliver sufenta (sufentanil). Dose and concentration information was not reported.